Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x rays. During radiograph review, the quality of proximal support was identified to be inadequate. DHR was reviewed and no discrepancies relevant to the reported event were found. The surgeon indicated that the quality of proximal support was inadequate. This would be a contraindication of the surgical technique; therefore, the primary root cause of the stem fracture was identified as the lack of proximal femoral support. No corrective actions, preventive actions, or field actions resulted after investigation of this event. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a sudden fracture of the left stem with sharp pain and decrease in range of motion occured four years post-implantation. Revision procedure has not yet been scheduled. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral body - revision - nitrided - porous cementless 12/14 neck taper pn 00999301745, ln 62452864. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02161. Remains implanted.

Event description:
It was reported that a sudden fracture of the stem with sharp pain and decrease in range of motion occured four years post-implantation. Revision procedure has not yet been scheduled. Attempts have been made and additional information on the reported event is unavailable.